Event description:
The ventilator intermittently alarms when tested on the pt. According to the customer, "the unit was ventilating properly". No harm to the pt reported.

Manufacturer narrative:
The device has not been returned to the manufacturer for investigation.